Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). A 3.00 x 28 synergy stent was advanced but failed to cross the lesion. The device was removed and upon re-advancing, it was noticed that the stent struts got lifted. The procedure was completed with another 3.00 x 28 synergy stent. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortous and severely calcified left anterior descending artery (lad). A 3.00 x 28 synergy stent was advanced but failed to cross the lesion. The device was removed and upon re-advancing, it was noticed that the stent struts got lifted. The procedure was completed with another 3.00 x 28 synergy stent. No patient complications were reported. Device evaluated by MFR: synergy ous mr 3.00 x 28mm stent delivery system was returned for analysis. An examination of the crimped stent identified damage. Distal strut 1 was damaged and pulled in a distal direction. The remainder of the stent was undamaged. The undamaged crimped stent outer diameter was measured and was within the specification. The balloon cones were reviewed and there were no issues to note. The balloon wings were tightly wrapped and evenly folded. A visual and tactile examination of the hypotube identified no issues. An examination of the shaft polymer extrusion found no issues. There were no signs of damage or strain to the port bond. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis.